Manufacturer narrative:
Additional information was requested; however, no information was able to be obtained. At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch due to out of range impedance measurements. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that ra noise and oversensing were also observed. The device had been reprogrammed at that time. A surgical revision was performed. It was noted that the impedance and threshold measurements were normal. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.